Manufacturer narrative:
The device passed the displacement test. Pump error alarmed during self test due to moisture damage on the electronic assembly. Device received with no back light due to moisture damage on the electronic assembly. Device received with cracked case on the back at the battery tube area.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer reported that the insulin pump was full of water. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they saw fluid under the screen. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.